Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 250 mcg for a total dose of 80.60876 mcg/day via an implantable pump. It was reported during a pump refill on (B)(6) 2020, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 10.7ml and the actual reservoir volume (arv) was 5 ml. There was no associated signs or symptoms. No further diagnostics or interventions were performed/no action was taken. The outcome of the event was unresolved with no further action planned. The device diagnosis was pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.